Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. The patient developed respiratory distress with heavy breathing, diaphoresis, nausea and a drop in blood pressure. The treatment was discontinued and an ECG and x-ray of the thorax was performed. The patient was hospitalization for observation.